Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 419388 implantable pacing lead, (B)(6) 2006; 5076-45 implantable pacing lead, (B)(6) 2006. (B)(4). Lead not received by manufacturer.

Event description:
It was reported that the lead "failed." No further information regarding lead performance could be obtained at this time. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.